Event description:
It was reported that a lead warning was triggered for high ventricular lead impedance. It was noted that the patient had a valve surgery the day the warning was triggered. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator, (B)(6) 2010. (B)(4).